Event description:
It was reported that the colonovideoscope received a e226 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an e216 error foreign material in the distal end. A definitive root cause could not be identified. Based on the results of the investigation, the e226 and e216 errors were caused by a connector/cable connection issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.